Event description:
According to the reporter, two days after a laparoscopic right hemicolectomy procedure, the patient became hemodynamically unstable and presented with septic shock secondary to fecaloid peritonitis. In the reintervention, intense peritonitis in the four quadrants was observed. The side-lateral ileocolic anastomosis was undamaged and without leak, and the line section of the colon was without leak. A hole was observed in the section or stapling line of the ileum that does not participate in the anastomosis (stump) and was made with the reload. The rest of the staple lines that were made with the same handle and with different types of loads were in perfect condition. A temporary ileostomy was performed due to diffuse peritonitis. The incision was also extended due to the issue. It was noted that the patient's hospitalization was extended as the patient had to spend three days in the intensive care unit and is currently still on the hospital ward, stable.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.